Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13932. Related manufacturer reference number: 2017865-2021-13933. It was reported that the patient developed a pocket erosion and subsequent infection due to twiddler's syndrome and presented to the hospital on (B)(6) 2021. During examination, it was noted that the patient had scratched the incision scar open and pulled out the atrial lead completely. No vegetations were noted on the leads. The physician then explanted the entire pacemaker system. The patient tolerated the procedure well without any complications.